Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side infection against a tissue expander. Device was explanted.